Event description:
It was reported that the insulin pump was accidently dropped and the buttons were unresponsive. Customer also reported receiving an error alarm. The drive support cap was noted to be damaged. The display also remained blank after the insertion of a new battery. Customer's blood glucose reading at the time of the call was 170 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump received with a constant full segment display due to faulty capacitor in interface board. Insulin pump was unable to verify alarms or keypad anomaly due to full segment display. No unexpected audio beep or vibration alarms noted. Insulin pump received with cracked case at display window corners and minor scratches on lcd window.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.